Event description:
The customer reported via phone call that she received a no delivery alarm. Customer states she was planning to return the insulin pump, but received a no delivery alarm on her last set. The customer blood glucose level was 101 mg/dl at the time of the event. The no delivery was explained to the customer and troubleshooting was performed. The customer states the insulin did not exit the tubing. The customer declined further troubleshooting because she will be no longer use the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.